Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator keeps showing ventilator inoperable errors. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator keeps showing ventilator inoperable errors. There was no harm or injury reported. No medical interventions were specified. The device was returned to the manufacturer for evaluation. The device's downloaded event log was reviewed by the technician and ventilator inoperative alarm conditions were confirmed. The device's system board would be required to be replaced to address the issue. No components were replaced to address the issue, as the device is to be scrapped per the manufacturer's policy.